Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with slight pain around the pocket. Upon initial inspection, it was observed the implantable cardioverter defibrillator had eroded through the pocket skin. There was no presence of infection and the system was explanted successfully. The patient was recovering.